Event description:
Syringe pump shows error 01-0001 motor rotation again; previously on (B)(6) 2021, pump was sent for repair with same error. Motor was replaced (B)(6) 2021. No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and reported event was confirmed. The subject device (model agilia sp mc, serial number (B)(6)) was returned from germany to our laboratory for analysis and log files could be extracted. The reported event was an error 01 which happened on 13 april 2022, and was among several other "error 01" events that were previously recorded at different flow rates and after low volumes were infused. Upon reception, the subject device was submitted to a visual inspection. Nothing was observed. Then, several tests at many flow rates were launched with the device in order to reproduce the reported error. No motor rotation error was triggered. The device was also tested using with pressure tool until 1.2 bar (occlusion trigger) at low flow rate. No motor rotation error was triggered as well. Thus, the reported event could not be reproduced despite several tests. The device was then opened. It was observed that the motor axis had rub against the case. This friction had causes plastic particles. One particle was lodged under rotation sensor at disassembly. It can explain observed intermittent errors depending on device transport. Then, the device was cleaned and re-assembled. It was tested during 10 days without error. Thus, it is assumed that it works as specified. Based on available information, the root cause of the issue is linked to the device design (motor axis too long). An internal event was initiated in order to investigate further this issue; this complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.